Event description:
A malfunction was reported on the pump, and while there were no notable events leading up to it, the malfunction persisted even after a reset attempt guided by customer technical support (cts). There was no reported impact to the customer's blood glucose level. Cts decided to replace the pump, confirming the shipping details and advising the customer on backup therapy to ensure continuous insulin delivery. The customer was instructed on how to return the malfunctioning pump to tandem and reprogram settings into the new device.